Event description:
Patient is deceased. (B)(4). No other details provided. Reported by hcp did not consent to follow up. All available information is provided in this report no further clarification is available.